Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump time was consistently incorrect despite frequent adjustments, cause was unknown. As a result of the issue, customer experienced a low blood glucose (bg) level of 40 mg/dl that was addressed by consuming carbohydrates and a separate bg level of 450 mg/dl with trace ketones. Reportedly, the customer continued to use the pump for insulin therapy.